Event description:
The pt reported experiencing elevated blood glucose of 25.8 mmol/l (464 mg/dl) in 2009. He injected insulin via pen to lower his blood glucose. He stated that he stores his infusion sets in the freezer, and he was advised against this. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.